Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 31-may-2023. The device evaluation was completed on 07-jun-2023. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device number lot 00001898 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of hub component. Initially, it was reported that the hemostatic valve of the vizigo¿ was damaged during the procedure. The sheath was changed to another sheath to complete the procedure. Multiple attempts have been made to obtain the type of damage that was noted on the hemostatic valve; however, no further clarification has been made. There was no impact to the patient. The hemostatic valve damage was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2023 that the hemostatic valve was dislodged inside of hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.